Manufacturer narrative:
On 7-apr-2021, mentor received additional information regarding the MRI result, implantation date, and explantation date. MRI performed on (B)(6)2021 indicated rupture. Initially, the date of implantation was reported as (B)(6) 2008. However, additional information revealed that the actual date of explantation was (B)(6) 2008. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. The relevant field has been updated. On 27-apr-2021, mentor received additional information regarding the replacement devices. The patient underwent removal and replacement with two mentor memorygel breast implant prostheses (left: 350cc, left catalog #: 3503501bc, left serial #:(B)(6); right: 325cc, right catalog #: 3503251bc, right serial #:(B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) could not be performed, since the provided lot number is incomplete and does not correspond to any mentor finished goods. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two mentor memorygel breast implant prostheses (left: 325cc, right: 300cc) and experienced bilateral rupture postoperatively. The patient believes that her implants are ruptured. The patient had a consultation with a healthcare professional. However, no diagnosis was made. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2020 based on available information. The reported lot, 562211, does not correspond to any mentor finished goods. At this time, the lot number, 562211 and serial number, (B)(4), appear to be incomplete. However, follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.